Event description:
It was reported that patient's device was not working. No further information was reported. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v598061, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2012, product type programmer, patient. (B)(4).